Event description:
During a pacemaker upgrade, the atrial lead was placed into the pacer which was programmed to bipolar pacing/sensing in both chambers. The atrial lead was connected to the pacer. The ventricular lead was connected and no pacing was seen. The connections were okay. Placed generator in pocket and ventricle pacing seen. The lead was intact with good pacing/sensing and impedance characteristics. The rptr also stated that the pt is pacer dependant.

Manufacturer narrative:
Summary analysis: device appears to be operating properly. Event may have been caused by unresponsive buttons on the programmer. The programmer would have to be returned for analysis to verify this.